Event description:
Upon opening the ethicon endopouch retriever in the or, it was noted that the band was broken. The product broken upon opening of package, and there was no adverse event as a result of this failure. The product was returned to the vendor for analysis.